Event description:
It was reported that the patient underwent a l5-s1 spondylolisthesis reduction and fixation surgery. During tightening of the screw in the connector, the screw broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.